Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. According to the patient statement, the ipg appeared tilted. Although the exact cause remained unknown, it was suspected that a change in the patient weight or a variation in the ipg depth could have been contributory. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing good.